Manufacturer narrative:
Reportedly, trailing haptic was twisted in the injector and torn off during insertion, requiring intraoperative lens removal without incision enlargement. During insertion of a replacement lens the same incident, with haptic damage, occurred and the iol was removed with no patient injury reported. The third lens was successfully implanted. No reported postoperative sequelae. According to the report by a nurse, dated on (B)(6) 2015, the event was caused by a user error. The technician was incorrectly positioning iols in the injector during loading. After the error was discovered and corrected there were no further complications during the third iol implantation. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4) - no known consequences or impact to the patient. Torn material. (B)(4).

Event description:
The reporter stated the trailing haptic of the +20.5 diopter aq2010v three piece silicone lens got twisted in the injector and tore as the surgeon was placing the lens in the eye. This happened twice during this patient's surgery (see MFR #2023826-2015-00183) before they discovered there was an issue with how the tech was seating the lens in the injector. The third lens was successfully implanted and there was no injury to the patient. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed the lens was returned in three small pieces and we were unable to evaluate. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method - (process evaluation): device history record review, lens work order search. Results - (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. A lens work order search was performed and no similar complaints were found within the work order. (B)(4).